Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with moderate calcification, mild tortuosity and 90% stenosis. Pre-dilatation was performed with a 2.5x12 mm non-compliant (nc) balloon at 12 and 14 atmospheres (atm) and the 3.0x18 mm xience xpedition stent was implanted. Post dilatation was performed with a 3.0x12 mm nc balloon at 18 atm and a dissection was noted. A 3.0x15 mm xience xpedition stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.